Event description:
It was reported that the surgeon placed a v40 biolox head with a mdm insert on to a secur fit advanced stem, and the head would not stay on after impaction. On (B)(4) 2014: the sales rep clarified the details of the reported event. He confirmed that the event occurred during the patient's primary surgery. The patient did not experience any adverse consequence as a result of the event. Only a five minute surgical delay to obtain and successfully use another head/mdm insert. The secur-fit advanced stem remained implanted.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding difficulty locking a v40 ceramic femoral head to a secur-fit advanced stem trunnion was reported. The event was confirmed. There is no indication that the event was related to patient factors. Method & results: device evaluation and results: the returned femoral head was unremarkable. Some marking was noted on the taper, consistent with the reported assembly to a stem trunnion. Dimensional inspection found the returned head taper to be within specification. Functional testing found the head could be successfully locked onto a sample stem. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: the exact root cause of the locking difficulty could not be determined. The taper of returned device was found to be within specification. Inspection of the associated femoral stem may provide insight into the event however it was reported the stem remained implanted after the second femoral head was successfully locked to the stem.

Event description:
It was reported that the surgeon placed a v40 biolox head with a mdm insert on to a secur-fit advanced stem, and the head would not stay on after impaction. On (B)(6) 2014: the sales rep clarified the details of the reported event. He confirmed that the event occurred during the patient's primary surgery. The patient did not experience any adverse consequence as a result of the event. Only a five minute surgical delay to obtain and successfully use another head/mdm insert. The secur-fit advanced stem remained implanted.